Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b2, b5, b7 and f10 per new information received.

Event description:
It was reported that a patient with a 21mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 5 years, 2 months due to severe stenosis. Prior to the valve-in-valve procedure, the patient was admitted and discharged due to aspiration pneumonitis. The patient was re-admitted again 3 days later due to septic shock, pulmonary congestion, moderate right side pleural effusion, and suspected cystitis/proctitis.  The patient was hypotensive and acutely decompensated and appeared to have shock liver. Vasopressors were given and the patient developed pea cardiac arrest shortly after she was started on cvvhd. Acls protocol was followed and rosc was achieved. After an urgent family meeting it was decided to make the patient on dnr comfort and very soon after she expired. Cause of death was pea cardiac arrest due to severe aortic stenosis vs. Septic shock.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remains implanted. Therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 5 years, 2 months due to stenosis. No other information was provided.